Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia and ER visit. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ent450, 17845-5c-aw rev a 10/17, checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 11 / page 129. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels, while wearing the pod on the leg between 24 and 36 hours. Insulin was noted to be leaking out and the cannula was found to be bent after removal. At the hospital, the patient was placed on an intravenous (IV) and performed blood tests.